Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
The clinic reported that a laser vision correction patient had enhancement surgery on (B)(6) 2015 and presented (B)(6) 2015 with epithelial ingrowth in both eyes after treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported having good vision and no complaints. Secondary surgical intervention was required as irrigation was performed in both eyes. Patient's symptoms resolved on (B)(6) 2015. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-enhancement 20/20 -1.50 x -.25 x 10 left eye pre-enhancement 20/20 -2.25 x .00 x 90